Manufacturer narrative:
Updated data: b5. Second paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that two days following the implant of this transcatheter bioprosthetic valve, the patient developed atrioventricular dissociation and a permanent pacemaker was implanted. Three days later, extravascular leakage was noted from the inferior epigastric artery. Subsequently, coil embolization was performed. Per the physician, neither a medtronic device nor the valve implant procedure were contributing factors to the latter finding and treatment. No additional adverse patient effects were reported. Additional information was received to report the cause of the hemorrhage from the inferior epigastric artery is unknown. Per the ph ysician, it was difficult to confirm or deny involvement from the delivery catheter system.

Event description:
Medtronic received information that two days following the implant of this transcatheter bioprosthetic valve, the patient developed atrioventricular dissociation and a permanent pacemaker was implanted. Three days later, extravascular leakage was noted from the inferior epigastric artery. Subsequently, coil embolization was performed. Per the physician, neither a medtronic device nor the valve implant procedure were contributing factors to the latter finding and treatment. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heart valves} select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.